Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14884 . Investigation is ongoing.

Event description:
As reported, during a transseptal viv mitral case, within a pre-existing 27mm edwards surgical valve, valve alignment was performed in a non-straight portion of the patient's anatomy, which may have torn balloon. When valve deployment was started the balloon did not inflate and contrast came out. The physician attempted to withdraw the undeployed valve and delivery system into the esheath, but a valve strut became caught on the liner, tearing it, and bunching up the liner. The device was partially rotated, and all three devices were successfully removed from the patient without injury. The physician does not believe there was any malfunction of any edwards devices. The events that occurred were a result of the tortuous transseptal anatomy. The devices were discarded.

Manufacturer narrative:
The esheath was not returned for evaluation. Additionally, no relevant photographs, videos, or imagery were provided for review. A DHR review and lot history review were unable to be performed due to no lot number being provided. As the events were unable to be confirmed, a complaint history review is not required. The ifus and training manuals were reviewed for guidance and instructions involving the esheath and delivery system usage. During valve delivery, advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Maintain guidewire position during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment: by unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. The thv can be retrieved through the sheath only before thv deployment. Ensure the thv is centered on the flex tip and the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. No IFU/training deficiencies were identified. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The liner tear and liner delamination were unable to be confirmed due to unavailability of the device/device pictures. Without the returned device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the physician attempted to withdraw the undeployed valve and delivery system into the esheath but a valve strut became caught on the liner, tearing it, and bunching up the liner¿, and ¿the events that occurred were a result of the tortuous transseptal anatomy¿. Tortuosity can result in the delivery system (with valve) not being coaxial with the sheath upon withdrawal, and it leads to the crimped valve catch on the distal tip of sheath. So, if excessive force is applied to remove the delivery system through sheath, it can lead to further sheath shaft liner delamination and sheath shaft liner tear. Available information suggests that patient (tortuosity) and/or procedural factors (non-coaxial retrieval/excessive manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed edwards defect, no corrective or preventative actions are required. Additionally, since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required.